Manufacturer narrative:
The reported issue was confirmed via the log analysis and testing results during the investigation: physical inspection noted the device had third party (un-approved) parts; the bezel (mainstream medical parts, llc) and rear case. The approved bd v1 membrane frame was mounted on the third party bezel which together exhibited a dimensional incompatibility fit between them. An incident observation of concern was that the door latch torsion spring was not trimmed properly which may potentially cause injury. The log review identified that an additional 300ml vtbi had been programmed after the hour had elapsed for the programmed one hour infusion. Testing found the pump module to be under infusing with an error at -8.16%. This under infusing error in conjunction with the presence of patient back pressure (patient side occlusion alarms recorded) are believed to be the contributing factors for the customer¿s experience. The inspection identified an interference fit existing between the bd approved membrane frame assembly and bezel that compromised the gap which is a critical feature for fluid flow control. The pump module bezel was found to be an un-approved third party part. The primary administration set was found to be dimensionally within specifications.

Event description:
It was reported that a 0.9% sodium chloride 1000 ml bag was programmed to infuse at 999ml/hr via IV infusion pump. At the completion of the hour it was found that 300ml remained in the bag, which was then infused. There was no patient harm.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient information was requested but not provided.

Event description:
It was reported that a 0.9% sodium chloride 1000 ml bag was programmed to infuse at 999ml/hr via IV infusion pump. At the completion of the hour it was found that 300ml remained in the bag, which was then infused. There was no patient harm.